Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user dropped the ilet pump, resulting in a cracked device and an unresponsive, locked screen, and a replacement was arranged at no cost. Symptoms included hyperglycemia with a reported blood glucose of 388 mg/dl, and the user planned a manual insulin injection before a meal. Outcomes included continued use of the dexcom cgm and plans to resume therapy upon receipt of the replacement device, with no hospitalization and no alarms reported. Investigation included user interview, device history and complaint review, and return logistics with instructions to sync data, shut down the device, and ship the damaged unit back. Investigation of this case revealed physical damage to the pump enclosure and display assembly consistent with accidental drop, leading to usability impairment of the touchscreen and inability to unlock. It was concluded, based on previously established findings for similar reports, that the cause was user-induced mechanical damage unrelated to device manufacturing or design.